Event description:
The teflon coating of the terumo glidewire was defective when it was shipped to our facility. This resulted in a piece of the teflon coating coming off the glidewire and floating through the patient's venous vasculature until it lodged in his right pulmonary artery.